Manufacturer narrative:
Follow-up attempts were made on (B)(6) 2018, but we have not been successful in reaching consumer. A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed.

Event description:
Consumer stated by email that upon removal of her tampon, it unraveled and came apart inside her. She was able to remove the pieces of tampon and did not seek medical attention.